Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump has been intermittently hospitalized for weeks due to having an increase in kinetic movements. The patient's wife reports that it's "as though he has been having too much medication" and has switched the pump on / off for ten minutes as well as decreased rate from 3.8 to 3.5. The patient was referred to the primary care provider. No further adverse effects were reported.

Manufacturer narrative:
Additional information was received in regards to the complaint of intermittent hospitalizations with an increase in kinetic movements. It was reported that there was a potential infection in which can increase the symptoms of kinetic movements. There was also notation that the product was not an issue in regards to this complaint; hospitalizations and hyperkinesia.